Event description:
Patient reported right side "soreness", "swelling" and "minimal pericapsular fluid at border of both sides implant". The device has been explanted.

Manufacturer narrative:
The reported event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.